Event description:
It was reported by service report that the main and auxiliary power cord plugs were missing the ground prongs. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: main and auxiliary power cord plugs missing the ground prongs.